Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the returned cuff underwent a thorough analysis. The cuff was visually inspected and no damage or abnormalities were found. The cuff passed the leak test performed. Analysis could not reproduce the clinical observations as the tubing was not returned for analysis.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working as intended. Two week later, surgical intervention was performed to revise the aus. During the procedure, the physician identified a crack in the connecting tube. The aus cuff was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working as intended. Two week later, surgical intervention was performed to revise the aus. During the procedure, the physician identified a crack in the connecting tube. The aus cuff was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.